Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was continuing to prompt the "apply sample" message after he had applied the sample. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue started on (B)(6) 2012 at 6:00pm. The reporter stated the patient manages his diabetes with "pills and insulin" (unknown type and dose). On the day of the alleged issue, the reporter stated the patient had more to eat or drink than usual. The reporter stated 1 hour later the patient developed symptoms of being "unable to talk, see, or understand." It is unclear if the patient associates these symptoms with high or low blood glucose. The reporter stated the patient was treated by emergency medical services (ems) on (B)(6) 2012 at 12:30 am and a reading of "26mg/dl" was obtained and the patient was given IV fluids. It is unclear whether or not the IV fluids contained dextrose or another intervention in response to the low reading. At the time of troubleshooting, the cca confirmed the patient was using the correct test strips at the time of testing, and the patient's testing process was correct. The cca noted this was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claims the patient was unable to test due to the alleged issue, and required treatment from ems after obtaining a severely low blood glucose reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.